Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was improper sample handling by the user. The sample was not clotted long enough prior to centrifugation. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2000 troponin result was obtained on a patient sample. The sample was retested and the corrected result was reported. There were no reports of patient intervention or adverse health consequences due to the discordant troponin result.